Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat lumbar canal stenosis. It was reported that approximately 12 years post-op he underwent an additional posterior spinal surgery at l4-5 to treat lumbar canal stenosis. One year later the patient reported having back pain and numbness and it was found on films that the rod was broken on the left side and the patient had pseudoarthrosis. The patient underwent a revision surgery to replace the broken rod as well as screws. The patient scheduled release from the hospital was postponed 12 days due to acute back pain. The MRI examination revealed fluid retention in the back and the severe pain prevented the patient from walking. The surgeon considered the incident was due to engaging in active exercise such as golf.